Event description:
Duraflow placement (B)(6) 2010. Returned for catheter cracked (B)(6) 2010. Replaced catheter. No lot number available. (B)(6) male with cystic fibrosis status post bilateral lung transplant and renal transplant now with end-stage renal disease requiring dialysis. The duraflow catheter placed on (B)(6) 2010 has become cracked. Interventional radiology is consulted for exchange of the duraflow catheter.